Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site for investigation of the unit and found defective shunt valve on the cardioplegia side. Thus the failure could be confirmed. According to service order #(B)(4) the shunt valve on the cardioplegia side has been replaced, descaling and disinfection have been done. Additional maintenance and diagnosis tests, checks of functionality, calibration and safety have been performed. Functional check and test run - passed. The hcu was produced in 2013 therefore it cannot be concluded that productional influences could have led to the reported issue. Due to this no DHR review necessary. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the unit displayed the error message "cplg.: waterflow too low". There was no patient involved. The incident occurred during routine cleaning/ during maintenance/service. (B)(4).